Manufacturer narrative:
(B)(4).

Event description:
It was reported that two episodes of vf were observed through merlin.net transmission. Physicians suspected that vf episodes were not real and are noise signals. Later, the patient received inappropriate shocks for noise signals. Lead was explanted and replaced. Patient's condition was good.